Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that patient in the recovery phase of a cerebral hemorrhage who is currently comatose. Due to the postoperative recovery phase of the cerebral hemorrhage, the patient requires nutritional support therapy. However, due to the patient¿s coma, neurological dysfunction, and vascular sclerosis, intravenous infusion was difficult. On (B)(6) 2026, a consultation was requested from, head nurse of oncology ward 2. A peripherally inserted central catheter (PICC) was placed on the medial aspect of the right upper arm, 15 cm above the elbow. The catheterization procedure was uneventful, and x-ray confirmed proper placement. Routine intravenous therapy proceeded without issues from (B)(6) 2026; backflushes showed blood return, and fluid administration was unobstructed. On (B)(6) 2026, while administering the third bottle of IV fluids, the assigned nurse noticed that the dressing covering the patient¿s PICC line on the right upper arm was wet, as was the patient¿s bedsheet. Nurse immediately stopped the infusion. Following standard catheter maintenance procedures, she sealed the catheter and replaced the dressing. Upon discovering fluid leakage at the puncture site, she immediately reported the issue to the department director and the head nurse and temporarily suspended use of the catheter. On (B)(6), an x-ray examination was arranged for the patient. The catheter was found to be correctly positioned, and a consultation was requested from the head nurse in charge of catheter placement. During the consultation with head nurse, to check the integrity of the catheter line, the protective film was removed. While flushing the catheter during the process of pulling it out, a rupture in the catheter wall was discovered at the 37.5 cm mark. This was immediately reported to the department head, the nursing department, and the medical equipment department, and the entire PICC line was removed. Additional information received 04/14/2026: a neurosurgery patient who had had the catheter in place for about one month developed serous exudate approximately 3 cm from the insertion site. The catheter was subsequently removed, trimmed, and reinserted for about three days. However, the attending physician expressed concern that future changes to the catheter or potential complications could lead to a medical dispute, so the catheter was removed.